Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were experienced during baxter's functionality testing and reproduced during evaluation while running an infusion. The reported symptom was confirmed through component causality of continuity on the upstream sensor flex. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.